Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows top view of an inflated catheter balloon with sample port connector and syringe. Second photo sample zooms in on end of catheter with inflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted no physical observations were present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and 100:0 asymmetrical balloon present. With the return syringe attach the catheter was able to passively deflate 10ml of mbs without issue. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and 100:0 asymmetrical balloon present. With the (in-house) syringe attach the catheter was able to passively deflate 10ml of mbs without issue. The reported event was not confirmed; no root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest before detention, the fixed sterile water in the foley catheter return was slow and asymmetrical balloon was found during the sample evaluation.

Event description:
It was reported that during the pretest before detention, the fixed sterile water in the foley catheter return was slow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.